Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the patient experienced nausea, head pain, sickness and high blood glucose level (552 mg/dl). The patient was having issues with her pump, as she switched out the infusion set twice, they noticed that the insulin came out of it, when they took off the pump. She received insulin flow block alarm at 07:00 am, 08:00 am and at 09:00 am. They tried to do the bolus, but her blood glucose level increased from 506 mg/dl to 520 mg/dl and further to 552 mg/dl. Reportedly, she used the infusion set for 5 days even when she told her father that the infusion set is recommended to be used for 2-3 days. Therefore, on the same day ((B)(6) 2020) at 11:00 am, she was taken to the emergency room with blood glucose level of 454 mg/dl, where she received intravenous fluids as corrective treatment. No further information available.

Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the pcc connector needle was clogged (by insulin). Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that the patient experienced nausea, head pain, sickness and high blood glucose level (552 mg/dl). The patient was having issues with her pump, as she switched out the infusion set twice, they noticed that the insulin came out of it, when they took off the pump. She received insulin flow block alarm at 07:00 am, 08:00 am and at 09:00 am. They tried to do the bolus, but her blood glucose level increased from 506 mg/dl to 520 mg/dl and further to 552 mg/dl. Reportedly, she used the infusion set for 5 days even when she told her father that the infusion set is recommended to be used for 2-3 days. Therefore, on the same day (B)(6) 2020) at 11:00 am, she was taken to the emergency room with blood glucose level of 454 mg/dl, where she received intravenous fluids as corrective treatment. No further information available.